Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm vicmo13.7, -10.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to excessive vault, significant reduction of irido-corneal angles, pigment dispersion, unreactive (fixed) pupil, glare/haloes, and blurred vision. On (B)(6) 2018 a shorter length lens was implanted. This replacement lens resolved the problem. It was reported that the main reason of removal was the high vault that resulted in a dilated unreactive pupil. Patient complained mainly from haloes and disrupted images.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
Corrected data: corrected to "30-aug-2018" in the initial MDR. (B)(4).